Event description:
It was reported that during the middle of an lavh procedure, the instrument was not cauterizing consistently. When released, tore the patient's tissue causing excess bleeding. The bleeding was controlled without any harm to the patient.

Manufacturer narrative:
The device has been forwarded to the manufacturer 12/08/2009 in (B) (4) for investigation. A follow-up report will be submitted when richard wolf receives the investigation results.